Event description:
It was reported that during a follow-up, no capture and no sensing were observed on the right atrial (ra) lead. A chest x-ray was performed revealing dislodgement. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.